Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 homechoice cassettes leaked due to damaged spike connectors. This was noticed during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. Two (2) samples were received for evaluation. For the first sample, visual inspection revealed a hole in the cassette sheeting. The cassette leaked from the hole during functional testing. The reported condition was verified for the first sample. The cause of the condition was not determined. For the second sample, visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.